Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had all bands attached, some of them were moved from their position and overlapped. The ligator head was observed under magnification, and the teeth were bent/damaged. Also, one of the bands was damaged. The suture hole was in good condition and the handle had marks of the trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Also, the interaction with other medical devices and the manipulation could have affected and damaged the band as observed. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.